Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that after ten days of use, air leakage occurred from the tracheostomy tube's pilot balloon seam. The patient was re cannulated.